Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient fell on (B)(6) 2016 and several times since then. The call states that on the (B)(6), the patient fell and since then had not been able to put weight on his legs and ¿it is throwing their balance off.¿ they added that the patient would be getting an x-ray regarding the fall the day of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.